Event description:
A user facility reported to olympus that during a procedure, a stent came out of the olympus, model jf-260v, evis lucera duodenovideoscope forceps channel; the stent is believed to have remained in the scope from a previous procedure. The stent dropped inside the patient's body. The stent was retrieved and the procedure completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, there was no abnormality confirmed on the scope, however there were scratches and kinks found on the stent. It¿s likely the stent was temporarily caught, and it remained in the scope. Additionally, during the device evaluation, the cleaning brush was inserted in the instrument channel side and suction channel side and no abnormality or catching was confirmed. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.